Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date of the lead is not available. (B)(4).

Event description:
It was reported that the patient died during the implant procedure of their implantable pulse generator (ipg) system. A perforation may have occurred during the implant of the right atrial (ra) lead. The lead was positioned three times in the atrium. The helix screw was extended each time. During each placement attempt, the ra lead experienced high thresholds. The thresholds rose with each placement attempt. The lead was inspected after each placement attempt to ensure the helix was fully retracted and it was. On the third placement attempt of the ra lead, the patient experienced a drop in blood pressure. A code was called as the patient's blood pressure continued to decrease. An echocardiogram and pericardiocentesis were immediately performed. After twenty five to thirty minutes of cardiopulmonary resuscitation efforts, the code was called and the patient was pronounced dead. After the patient's death it was noted the patient may have experienced a pulmonary embolism. Attempts to obtain the final cause of death were successful.